Manufacturer narrative:
The involved device is not available for evaluation, however a sister sample is available. The device has not yet been received.

Event description:
The event occurred on (B)(6) 2022 at cardiac surgery block and involved a tp st monitoring kit belgium. The customer stated that prior to use it was noted on the device that the screw threads were not sufficiently glued, generating leaks and bubbles in the cardioplegia circuit. The event was observed at least twice, one week apart, where there was a string of air bubbles on a cardioplegia line. The air bubbles did not come in contact with a patient. The drug that was used during the event was a physiological serum and the leak did not come in contact with a patient or the operator. The device was not replaced, the screw was tightened, and therapy was completed. There was a 5-10 minute delay in therapy, however no report of patient involvement, no patient harm, and no need for medical intervention. This captures 1 of 2 occurrences.

Manufacturer narrative:
One new list #011-0p544-01, monitoring kit was received for evaluation. No visual anomalies were observed on the returned set. The reported complaint of leakage and air bubbles were not confirmed on the returned set. No visual anomalies were observed on the returned set. When the returned set was primed and pressure leak tested, no leaks were observed. The product had performed per the specifications. Without the return of the reported sample, this complaint could not be confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Additional information d9: date returned to manufacturer 6/30/2022.